Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via trial that the target lesion was from the proximal to mis lad with 80% stenosis, moderate calcification and mild tortuosity. Direct stenting was performed using the 2.5 x 8 mm promus stent. A dissection occurred proximal to target lesion and was treated with 2.75 x 8 mm promus stent overlapping the 2.5 x 8mm promus. There was 0% residual stenosis. The patient was discharged the following day with no other reported events. No additional event or patient information is available. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the rx promus IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, procedural technique and device size selection. The IFU also cautions that, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent." It was also reported that pre-dilation was not performed. The IFU also states: "pre-dilate the lesion with a ptca catheter." Although the reported patient issue is a known adverse event, a conclusive root cause cannot be determined.